Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes where appropriate shocks were delivered and converted the rhythm. The shock impedance values were 18 ohms which was low out of range. No adverse patient effects were reported. Currently, this s-ICD remains in service.